Event description:
Caller reported a cartridge alarm 20 that had been recurring every two weeks since november. There was no adverse impact to the customer's blood glucose level. Csa rachel approved a replacement pump, and cts provided instructions for returning the problematic pump to tandem. Customer will program settings into the new pump and connect their cgm. Cts confirmed the shipping address and did not require a signature for delivery. Customer will continue to use current pump.